Event description:
A malfunction was reported on the pump by the caller. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, provided pump reset information, and instructed the caller to reach out if the malfunction code reappeared. The caller acknowledged and understood these instructions, and it was resolved that the customer could continue using the pump.